Event description:
The femoral bolt from the stem assembly is reported to have fractured. Also rmoved at the time of revision, but not due to failure, cat#86-0104, pfc modular knee tc3 femoral component, and cat#86-0152, pfc modular knee tc3 tibial insert